Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was frequent atrial undersensing of atrial fibrillation (af) by the right atrial (ra) lead causing unnecessary atrial pacing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.